Event description:
Per the clinic, the patient experienced intermittencies with the device. Hardware exchange attempts were made; however, the issue could not be resolved. The implanted device remains.

Event description:
It was reported that the device was explanted on (B)(6), 2023. It is unknown if there are plans to reimplant the patient with another cochlear device at the time of this report. This report is submitted on (B)(6), 2023.